Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, intended for use in treatment, was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned. Without the return of the suture the customers complaint cannot be confirmed. From the information provided, the suture knot would not slide properly. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: incorrect spacing of the ts. Not using the knot pusher suture cutter to reduce the knot. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that during the surgery, after setting both ts of the fast-fix, the slip knot was stuck and the suture could not be tightened; therefore, it had to be removed by the surgeon. A new implant was placed. No significant delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.